Event description:
The patient reported a loss or change of therapy. Her therapy was not working and she was having a return of symptoms since early (B)(6) 2016, so liked to adjust the setting. She was not feeling stimulation and therapy was found off. She was assisted in turning therapy on and increased stimulation from 1.6 to 1.8 volts on program 3. She was feeling stimulation afterwards. The patient later reported on (B)(6) 2016 that the therapy stopped helping her symptoms. She already tried increasing and was at 3.8 volts on program 3. She intended to continue increasing the amplitude and if there was no improvement would contact her healthcare provider (hcp) to discuss changing programs. The patients indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. Additional information from the patient reported that the circumstances that led up to their previously reported issues were that they had a bladder infection and had complete loss of control of urine. They stated that their issue was resolved with a change in programs and taking antibiotics for the infections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.